Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted dried tissue/body fluid in the sleevehead preventing the helix from extending and retracting. This is not a lead failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place a right ventricular (rv) lead during a procedure. In the first placement attempt, the lead was advanced to the ventricle through the sheath and the helix extended but had poor sensing. The lead was moved to another location but the helix would not extend. The lead was removed and an attempt was made to extend the helix on the table, but it still would not extend. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.